Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure (the exact date is unknown however some time during the week of (B)(6), 2011). According to the complainant, during the procedure the stiff piece of plastic stretched out as it was being pulled through the stoma site. There was no damage noted to the device or packaging prior to use. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The patient's age is unknown however, over 18 years old. (B)(4): peg tube difficult to place. Tube stretched. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the returned incident device found the thermoformed tubing was properly assembled to the connector and presented no issues. A functional evaluation of the device was performed by inserting the returned guidewire through the returned portion of the delivery system without issue. The distal portion of the g-tube was not returned. The device measurements and functional evaluations confirm that the device met specifications. The condition of the returned unit was not consistent with the complaint incident that the stiff piece of plastic stretched. The device measurements and functional evaluations confirm that the device met specifications. A review of the device history record was performed for lot number (B)(4) and revealed no related issues to this complaint. A lot history search was performed and there are no other complaints against lot number 14269344.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure (the exact date is unknown; however, some time during the week of(B)(6) 2011). According to the complainant, during the procedure, the stiff piece of plastic stretched out as it was being pulled through the stoma site. There was no damage noted to the device or packaging prior to use. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.